Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed raw skin under her arm from the lifevest rubbing the skin. The patient reported having a history of yeast infections on the skin. Due to the patient's medical history, the patient's doctor prescribed the patient a yeast cream, miconazole 7, which she applied on the affected under arm area. Follow-up indicated that the skin was no longer raw.